Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The blood glucose level was 2.8 mmol/l at the time of incident. The blood glucose at the time of call was 10.2 mmol/l. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer was not using auto mode. The insulin pump will not be returned for analysis.